Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product has been returned to zimmer biomet (B)(4) for evaluation

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint. A definitive root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning."

Event description:
It was reported a patient underwent an initial hip arthroplasty on (B)(6) 2015. Subsequently on (B)(6) 2015 the patient underwent an open reduction due to dislocation. The head was removed and replaced. The patient was revised on (B)(6) 2016 due to dislocation. All components were removed and replaced. No further information has been provided.